Manufacturer narrative:
Complaint is not confirmed. One unpackaged ar-6480 arthroscopy pump serial number (B)(6) was returned for evaluation. The returned device was visually inspected, and no problems were noted with the device. The returned device was assembled with an ar-6411 lot# 73511090, an ar-6421 lot# 65708975, and an ar-6430 lot# 69910382 pump tubing and was tested and evaluated under normal use conditions to see if the issue reported could be reproduced. The pump was connected to the power and turned on. After selecting the desired pressure, the run button was pressed to start the machine upon letting the pump run for 27 minutes with no issues. The pump fluid ran the entire time, before and after lavage was pressed. No problem found. -pressure fault test: when the pressure was artificially lowered by removing the inlet from the fluid source, an alarm was triggered, and the device stopped. This behavior is expected¿no problem found. -a clamping test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an overpressure failure on the pump and to verify if an error message and/or audible alarm would be triggered. The results of the clamp test indicate that the pump triggered an alarm, and the rollers did stop moving. This behavior is expected¿no problem found. -pressure testing evaluation with the pressure calibrator set at 100 and 200 mmhg gave the pump pressure results of 46 and 91, respectively. These results indicated no problem with pressures. - it was noted during the test that the pump motor/rotating parts made a loud noise when running. The cause of this can be attributed to wear and tear of the motor, which is exhibited in the noisy motor and caused by extended usage in the field¿device manufacture date 2022. -no problem found. -refer to investigation photos.

Event description:
On 05/01/2024, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump fluid would not run unless prompted by a lavage. No additional information was provided, and additional information has been asked.